Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information: investigation summary ==> a foil package and a breakage suture of product code xyy427h , lot# ak0187 were returned for analysis. During the visual inspection of the sample under 10x magnification, the attachment area was as expected. The suture was inspected along of the strand and a broken suture and several pinch marks could be observed, probably caused by a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a dermolipectomy on (B)(6) 2018 and suture was used. Suture thread broke during use.